Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020. Product type extension, product ID 3389s-40, lot# va1x2k5, implanted: (B)(6) 2019, explanted: (B)(6) 2020. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the device was removed from the patient on their right side. The cause was poor wound healing and the patient picking at their incision. The plastic surgeon may have pulled it inadvertently too. They do not know the resolution yet. Ot will return on 4/8 to remove sutures. They plan to remote dbs from left side as well as system was exposed on the left scalp now.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3708660 lot# serial# (B)(6) implanted: explanted: product type extension product ID 3708660 lot# serial#(B)(6) implanted: (B)(6) explanted: (B)(6) product type extension product ID 3389s-40 lot# va1x2k5 serial# implanted: (B)(6) explanted: (B)(6) product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: extension. Product ID: 3389s-40, lot#: va1x2k5, implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: lead. Product ID: 3708660, serial/lot #: (B)(4), ubd: 24-apr-2022, UDI#: (B)(4). Product ID: 3389s-40, serial/lot #: (B)(4), ubd: 23-oct-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that after the right lead and ins were implanted in (B)(6) of 2019, the patient's scalp never healed correctly. The patient had plastic surgery on the scalp 3-4 weeks ago and did not go well (the term botched was used). After the surgery, the extension eroded from where it was connected to the lead in the neck area. The extension was sticking out of the skin. The lead, extension, and ins were being removed today. No further complications were reported/anticipated.